Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels due to no delivery alarms. The insulin pump also alarmed motor error. The customer had an infection. Customer's blood glucose level was 27.0 mmol/l. The customer treated their high blood glucose level with the insulin pump. The customer was feeling tired and nauseous. Sometimes the sites were sore or irritated. The customer was unable to work because of their high blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.